Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the ht70 plus ventilator, and confirmed the reported malfunction. The top membrane was replaced, and all required tests in the service manual were performed. The unit passed all tests, and was operating within manufacturer's specifications. (B)(4).

Event description:
It was reported by a customer in the USA that the ht70 ventilator down arrow button and the alarm silence/reset button were unresponsive, resulting in the setting being unable to be adjusted. There was no patient involvement.